Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05065 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two injection gold probe devices was used during a colonoscopy procedure. According to the complainant, the injection gold probe was plugged in correctly and it was on the right setting, but no electricity was flowing the probe would not cauterize. The second injection gold probe had the same issue; the gold probe was plugged in correctly and it was on the right setting, but no electricity was flowing, and it would not cauterize. The case was completed with a boston scientific snare; the tip was used to make the bleeding stop. The account biomed department came in and checked the endostat generator. The endostat generator was checked and had no issues; the settings were fine and the output was fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6), 2010, a preliminary investigation of the returned device found that the distal tip of the device was detached. Follow-up with the initial reporter confirmed that when they pulled the catheter out of the scope, they noticed that the tip was loose at the end of the catheter; it then detached as they examined it.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The report of the tip being detached was confirmed. The returned device had its distal tip detached from the catheter. An external analysis revealed that there were no material anomalies with the device. A fracture was found, which most likely occurred due to side impact forces, such a bending. Based on the analysis, the most probable root cause is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05065 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two injection gold probe devices was used during a colonoscopy procedure. According to the complainant, the injection gold probe was plugged in correctly and it was on the right setting, but no electricity was flowing the probe would not cauterize. The second injection gold probe had the same issue; the gold probe was plugged in correctly and it was on the right setting, but no electricity was flowing, and it would not cauterize. The case was completed with a boston scientific snare; the tip was used to make the bleeding stop. The account biomed department came in and checked the endostat generator. The endostat generator was checked and had no issues; the settings were fine and the output was fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05065 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two injection gold probe devices was used during a colonoscopy procedure. According to the complainant, the injection gold probe was plugged in correctly and it was on the right setting, but no electricity was flowing the probe would not cauterize. The second injection gold probe had the same issue; the gold probe was plugged in correctly and it was on the right setting, but no electricity was flowing, and it would not cauterize. The case was completed with a boston scientific snare; the tip was used to make the bleeding stop. The account biomed department came in and checked the endostat generator. The endostat generator was checked and had no issues; the settings were fine and the output was fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6), 2010, a preliminary investigation of the returned device found that the distal tip of the device was detached. Follow-up with the initial reporter confirmed that when they pulled the catheter out of the scope, they noticed that the tip was loose at the end of the catheter; it then detached as they examined it.